Event description:
As reported via medical affairs, a patient experienced an unknown event seven days post stent implantation and also an unknown event approximately seven years after the index procedure. At the time of the index procedure, a cypher stent was implanted in the rca due to clogged arteries. The patient was prescribed unknown concomitant medicines for an unknown reason after initial stent implantation. The patient experienced an unknown event which resulted in hospitalization and placement of a cypher stent in the left anterior coronary artery (lad) seven days post initial stent implantation. It was unknown if event was resolved. Approximately seven years after the index procedure, the patient experienced an unknown event which also resulted in hospitalization and placement of an unspecified stent in an unknown artery of the heart. It was unknown if event was resolved. No additional information was provided.

Manufacturer narrative:
Concomitant medications included amiodarone hydrochloride, aspirin, carvedilol, crestor, digoxin, lantus, losartan potassium, novolog, spironolactone, and toremide. Complaint conclusion: as reported via medical affairs, a patient experienced an unknown event seven days post stent implantation and also an unknown event approximately seven years after the index procedure. This report will be captured as a complaint for restenosis. This is a (B)(6) female with medical history including nkda, smoked 1 pack/ day for 20 years, defibrillator placed 2002-(B)(6), and denies history of drug and alcohol use. At the time of the index procedure, a cypher stent was implanted in the rca due to clogged arteries. The patient was prescribed unknown concomitant medicines for an unknown reason after initial stent implantation. The patient experienced an unknown event which resulted in hospitalization and placement of a cypher stent in the left anterior coronary artery (lad) seven days post initial stent implantation. It was unknown if event was resolved. Approximately seven years after the index procedure, the patient experienced an unknown event which also resulted in hospitalization and placement of an unspecified stent in an unknown artery of the heart. It was unknown if event was resolved. No additional information was provided. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 50903415 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Smoking. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00065 and 3003742446-2012-00066.